Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the battery module lcd screen is scrambled (de-synchronized scan line). The battery module software failed to initialize the lcd resulting in the lcd screen display scrambling. The lcd can be restored by performing a battery module "restart" with initial module software.

Event description:
It was reported that the radius-7 display module is displaying double images. No known impact or consequence to patient.